Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus) replacement procedure. There was a fluid leak in the cuff. All components were removed and replaced. There were no further complications following the procedure.